Event description:
On (B)(6) 2010, it was reported that both the recharge time and recharge burden for the pt's (B)(6) ipg has increased. No further info is available. The implant date of the ipg as well as the lot and serial numbers for the device are unknown. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.